Event description:
It was reported that this product was taken out of service due to electrode dysfunction. A new device was implanted instead. No further adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).